Event description:
It was reported that the insulin pump alarmed button error the night prior to the phone call and the customer was able to clear it. The customer stated that they were lying on the insulin pump. But, at the time of the phone call the customer was trying to set up a bolus and the buttons were unresponsive. The insulin pump alarmed button error again. The customer's blood glucose was 85 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, minor scratches on display window, missing end cap sticker and cracked case near display window corners. No button error alarms noted. All the buttons did function properly. However, moisture damage was noted on the keypad traces.